Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/13/2020. A manufacturing record evaluation was performed for the finished device batch: pmr444, 8702h56 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - what tissue was being approximated or sutured when it broke? The graft to the carotid artery. - procedure name and date? Right carotid endarterectomy with patch angioplasty. - what was used to complete the procedure? The following sutures were on the field and are utilized to either secure the graft or for vascular repairs. There can be variability from patient to patient and the exact suture was not identified in the operative note. Prolene 6-0 bv-1 30¿, .prolene 6-0 c-1 30¿, prolene 7-0 bv-1 24¿. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a right carotid endarterectomy with patch angioplasty procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while suturing the graft to the carotid artery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.